Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2024, the epileptologist first identified signal artifact and high impedance on the left insula depth lead. At that time, lead detection was modified on the lead. There is no indication as to the cause of the probable lead break. On (B)(6) 2024, the patient underwent replacement of the lead. During the replacement procedure, the connector cover was inspected, cleaned out and re-tested. Upon evaluation of the lead at the entry point into the skull, it was noted that the lead had a sharp bend when exiting the dog-bone plate, which could have been where a fracture occurred. Neuropace is pending information which would indicate if the lead will be returned.